Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: impact codes.

Event description:
It was reported that this right ventricular lead experienced fracture and insulation damage. Due to this, the exhibited pacing inhibition and high out of range pacing impedance measurements. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed in order to diagnose the fracture.

Event description:
It was reported that this right ventricular lead experienced fracture and insulation damage. Due to this, the exhibited pacing inhibition and high out of range pacing impedance measurements. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.